Event description:
A caller reported a malfunction on a pump, but no notable events occurred prior, and there was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump. The customer was instructed to call back if the issue happens again and acknowledged the guidance.